Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump however the malfunction alarm recurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.